Event description:
User experienced false negative urine results for one pt sample. Initial testing generated negative results for protein, glucose, ketone and erythrocytes. Upon repeat testing with a new testing strip, the protein was 500 mg per dl, glucose was 300 mg per dl, ketone was 150 mg per dl and erythrocyte was 250 per ul. These results were confirmed via microscopic examination. The erroneous results were reported. Pt was not adversely affected.

Manufacturer narrative:
Upon investigation, no cause could be found and the problem could not be verified. The measurement module was replaced and calibration test and normal and abnormal controls were run with all test results within specification.